Manufacturer narrative:
10-nov-2016 product investigation results: reporter returned 2 toothbrush heads on 17-oct-2016. Toothbrush heads confirmed to be counterfeit.

Event description:
Case description: a female consumer, age unspecified, reported via phone on (B)(6) 2016 that she bought two packs of 4 oral-b power oral care refills precision clean in (B)(4) 2016, and the head fell apart of the first refill used so it was thrown away. The consumer stated the second refill was okay, but the third refill pinched her lip. The fourth refill was coming apart loose again, and had given her a blood blister. The case outcome was unknown. Concomitant product: oral-b rechargeable toothbrush, version unknown.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Blood blister - lip [blood blister]; pinched lip [lip injury]; brushhead coming apart/loose again, head fell apart [device breakage]; brushhead coming apart/loose again and has given blood blister [injury associated with device]. Case description: a female consumer, age unspecified, reported via phone on 11-oct-2016 that she bought two packs of 4 oral-b power oral care refills precision clean in (B)(6) 2016, and the head fell apart of the first refill used so it was thrown away. The consumer stated the second refill was okay, but the third refill pinched her lip. The fourth refill was coming apart loose again, and had given her a blood blister. The case outcome was unknown. Concomitant product: oral-b rechargeable toothbrush, version unknown.